Event description:
It was reported that the patient has expired after implant duration of less than 1 month. Information learned from implant patient registry. It was learned through follow up with the surgeon's office that the cause of death was due to multi-organ system failure. The operative report was also provided.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned of through the implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.